Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. After the evaluation is completed, a supplemental report will be filled. No conclusions can be drawn at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The patient claimed the animas insulin pump has power issues. There was evidence of product misuse. The issue was not resolved with troubleshooting. There was no reported patient impact associated with this complaint. This complaint is being reported as a malfunction due to the power issue.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the pump was powered on with no display screen. The display screen was found to be cracked. A test display was used to complete the investigation. The battery cap was tested and no power issues were noted. The rewind, load and prime steps were performed with no power loss issues. The pump was exercised for 24 hours on a 1 unit per hour basal program with no power loss unrelated to the complaint; the keypad was torn around the ok keypad button. All the keypad buttons were responding to button presses.